Event description:
It was reported that during a percutaneous coronary intervention (pci) the balloon ruptured. The target lesion was located in the left anterior descending artery (lad). The 20 mm x 2.0 mm maverick2 monorail balloon was inflated to 12 atm and then ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) the balloon ruptured. The target lesion was located in the left anterior descending artery (lad). The 20mm x 2.0mm maverick2 monorail balloon was inflated to 12 atm and then ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the balloon found a longitudinal tear in the balloon material. The tear stretched from the proximal markerband to the distal transition zone. The tear measured 22mm in length. A microscopic examination of the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).